Event description:
Patient decompensated during watchman device procedure resulting in needed resuscitation. Md notes state cardiac arrest with 15-20 minutes of pulseless electrical activity. Patient expired 2 days later.